Event description:
The manufacturer received information alleging an alarm went off while the bipap a40 device was in use on a patient causing the device to stop when the alarm immediately went off again, even after pressing the silence button on the device. A sales representative visited the patient's home and checked the device. The sales representative alleged a ventilation inoperative error was observed in the error log. The sales representative replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The manufacturer¿s service technician confirmed the customer¿s issue from the observed error codes failure of the outlet pressure sensor and unable to write to event log in the device¿s event log. The manufacturer¿s service technician evaluated and determined a main board malfunction had occurred on the device. The manufacturer¿s service technician replaced the device's main board to address the issue. Additional findings not related to the malfunction/issue was a "life-related smells" that observed by the manufacturer¿s service technician in the blower and outlet flow path for this device. The manufacturer¿s service technician replaced the device's blower and outlet flow path to address the issues. After all the parts were replaced on the device, the manufacturer¿s service technician performed the functional test and cleaning of the device. The manufacturer¿s service technician confirmed that replacing the parts had resolved the issue on this device.